Manufacturer narrative:
Qn#(B)(4). Lot number corrected to 14kt20. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not returned for evaluation; therefore, (B)(4) samples were selected from current production at the manufacturing facility. Leak testing was performed and no issues were detected. The complaint could not be confirmed as the actual device was not returned for evaluation. It was found that samples from current production comply with release specifications and no leaks were found during testing. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that after selective intubation, the balloon was pierced. Re-intubation was performed. The leak was checked via bronchoscopy. Clinical consequence: traumatic re-intubation under guide.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that after selective intubation, the balloon was pierced. Re-intubation was performed. The leak was checked via bronchoscopy. Clinical consequence: traumatic re-intubation under guide.